Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display screen of the insulin pump was black. The customer's blood glucose was 2.2 mmol/l at the time of incident and the customer corrected it. The customer inserted a new battery and the display screen went black. The customer tried 3 batteries but the issue was not resolved. Troubleshooting was not performed and the issue was not resolved. The product will not return for the analysis.